Event description:
It was reported that device interrogation revealed multiple episodes of noise reversion with some inhibition. High, out of range high voltage lead impedance were noted on the lifetime impedance trend. The patient was asymptomatic. Programming changes were made.